Manufacturer narrative:
Additional information provided. The company service representative examined the system and was able to replicate the low power issue. The lio was replaced to address the issue. The system was then tested and met all product specifications. The lio serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. The root cause of the reported event can be attributed to a nonconforming lio. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported experiencing low laser power using the laser indirect ophthalmoscope. The laser power was increased to complete the case. There was no patient harm.